Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "the extension hose releases from the luer fitting/coupling." No other information was provided. It was reported this occurred with two devices. This report addresses the second device. Additional information received: there was no patient impact. No exposure to blood or bodily fluids.

Event description:
It was reported, "the extension hose releases from the luer fitting/coupling." No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.